Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver log was unable to be downloaded and review. The receiver functional test was attempted but could not be performed. The receiver case was opened for inspection and troubleshooting. No moisture damage was noticed. A defective battery was found by voltage measurement. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.